Manufacturer narrative:
Original test data reviewed for both samples and was determined to be consistent with reported result. No additional analysis or investigation needed based on distributor action. Recent literature has demonstrated that saliva based testing methods are more accurate and more sensitive than the nasal swab. Reference: omer sb, simonov m, warren jl, et al. Saliva or nasopharyngeal swab specimens for detection of sars-cov-2. The new england journal of medicine. 2020;383(13):1283-1286. Doi:10.1056/nejmc2016359.

Event description:
Patient think her (B)(6) test which was negative is actually positive. Went to doctor and tested positive for covid. Then subsequently tested on (B)(6) with vault and tested positive. This is historic complaint. Submission initially submitted via e-mail in absence of emdr reporting not setup.